Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to product performance anomaly. A new lead of the same model was successfully implanted. No additional adverse patient effects were reported.